Manufacturer narrative:
(B)(4). No sample was returned for evaluation. The reported defect could not be detected on samples inspected from the same lot number.

Manufacturer narrative:
(B)(4). This follow-up is being submitted for correction to previous narratives. The product was reported to have been used from six weeks to three months. The customer was emailed product instructions for use (IFU), which states ¿usage should not exceed twenty-nine (29) days.' The customer could not provide a lot number or sample. Three samples were taken from stock for investigation. The samples were inflated and deflated and no issues were found. The samples were leak tested and no issues were found. The reported defect could not be detected on the samples that were inspected. The most probable root cause for this malfunction is that the device came in contact with a sharp utensil or object.

Event description:
It was reported that a tracheostomy cuff leak was found when the patient felt air and secretions pass through her airway, where the tracheostomy tube is inflated. Attempts to reinflate the cuff were unsuccessful. The patient was recannulated without any reported harm or injury. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).the product was reported to have been used between six weeks to three months. The customer was emailed product instructions for use (IFU) which includes the information that the product is to be replaced every 29 days.